Manufacturer narrative:
H6: health effect clinical code: removed code 4582 no clinical signs, symptoms or conditions. An event of central regurgitation post implant was reported. The valve was returned to abbott for analysis and the investigation revealed that all three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated that the valve functioned normally. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 2.2%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 18 june 2024, a 23mm epic max valve was implanted in a patient with no apparent concern. Upon transesophageal echocardiogram (tee) evaluation, a prominent leak was observed starting at the center of the valve which continued down toward the leaflet. This was not a paravalvular leak. It was thought that this leak may have been leaflet related. Patient was put back on bypass and a second 23mm epic max was implanted. Tee revealed normal flow and valve appearance. Patient was extubated and is recovering in stable condition.

Manufacturer narrative:
An event of central regurgitation post implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, to see if there were any valve abnormalities could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. This test ensures proper cuspal coaptation and hemodynamic performance. Based on the information associated with this complaint, the exact cause of the reported event could not conclusively be determined.